Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed a food bolus for 45 grams, and received a recommended bolus dosing of 0.9 units instead of the expected 9 units. Review of the pump data logs by tandem technical support showed that the customer's carbohydrate ratio settings had been incorrectly entered as 1:50 instead of 1:5. The customer acknowledged that the reported issue was due to user error and successfully adjusted the carb ratio settings. Blood glucose level was 100 mg/dl.